Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. The patient was taken to the hospital on (B)(6)2021 diagnosed with a site (leg) infection. The patient was treated with clindamycin 300mg orally every 8 hours for 7 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's site infection. No lot release records were reviewed, as the product lot number was not provided.